Event description:
On (B)(6): customer reported that incident occurred while moving the illunema injector from one location to another; injector was not being used for a patient procedure. As customer was trying to set the injector on the ground the injector slipped out of the customer's hand, fell about an inch and hit the floor causing the manual knob to break off. No injuries reported. Customer reported that injector is currently functioning as expected no reported issue.

Manufacturer narrative:
The customer reported dropping the power head of the injector and breaking the manual knob. Field service engineer (fse) replaced the manual knob and verified proper operation of the injector. System returned to full service by the customer. Qa will continue to monitor/trend for similar issues and identify significant quality trends to input for corrective action.